Event description:
A malfunction was reported on a customer's pump, identified by malfunction code malf 3, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, ensuring the customer would use a backup insulin pump to maintain insulin delivery. They confirmed the shipping address and provided instructions for entering storage mode before returning the faulty pump. The customer will receive a new pump with updated software and was informed of the necessary steps upon receipt.